Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: manufacturing location: (B)(4). Manufacturing date: 05march2013. Expiry date: 01february2023. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a distal humeral fracture surgery was conducted with the reported plate and screws on (B)(6) 2015. The surgeon tried to lock the second distal hole of the reported plate with the reported screw on the surgery; however, it was not locked. Then, the surgeon tried to lock the third distal hole with the reported screw, but it was also did not lock. Eventually, the surgeon used another plate (medial plate with extension) to complete the surgical operation; the initial screws were not inserted successfully either. The surgery was extended for thirty (30) minutes. No patient harm was reported. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the manufacturing documents were reviewed and no complaint related issues were detected. This lot was manufactured in march 2013. The visual inspection has shown that the shaft thread, tip section and recess are slightly worn. The thread is badly damaged and not working any more. The damages were caused due to the contact with the plate. No manufacturing related failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.